Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula was bent was did not receive insulin. Reportedly, her blood glucose went high above 600 mg/dl, and she experienced diabetic ketoacidosis, which she self-treated with the pump, but was not able to bring it down. She had sickness, pain and shortness of breath, so went to the hospital. She was given insulin drip for two days, saline drip and pain medication as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.